Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not feel stimulation and was also having more episodes of incontinence. Trouble shooting attempts were made and the patient programmer showed stimulation was on. The return of symptoms and loss of therapy was considered sudden. Trouble shooting resolved the reported issue. There were no further symptoms or complications reported or anticipated.